Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a clear plastic bag. A lot number was not provided with the return. The pre-loaded wire guide was also not included in the return. Our laboratory evaluation of the product said to be involved confirmed the report. The device was returned with the balloon deflated and an unknown clear substance inside. No kinks were observed in the catheter. During the evaluation a functional test was performed on the returned device. A cook dilation syringe (ds-60cc-s) was filled with water and attached to the balloon inflation port. The syringe was placed into an inflation handle, and negative pressure was applied to the balloon. After applying negative pressure, the balloon was attempted to be inflated. The balloon was able to be inflated fully, however, it would not hold pressure. During a visual examination of the device a leakage was observed from a small crack in the outer blue sheath of the catheter. The crack was located approximately 177.3cm from the distal end of the white strain relief. No leaks from the balloon or ¿connector part¿ were detected. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the returned device confirmed the report. A corrective action (CAPA) has been initiated to reduce occurrences of catheter cracking, splitting or breaking for hbd-w devices. The product said to be involved is included in the scope of the corrective actions. In the report it states that negative pressure was not applied to the balloon prior to advancing down the endoscope accessory channel and it is unknown if lubrication was applied. Negative pressure and applying lubrication will aid in balloon preservation and optimize balloon performance. The instructions for use direct the user "to facilitate passage through the endoscope, apply negative pressure to the device." In addition, the user is further instructed to "apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel" and to "maintain balloon deflation with negative pressure and introduce into endoscope accessory channel, advancing in short increments until balloon is completely visualized endoscopically." The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Prior to distribution, all hercules 3 stage wire guided balloons esophageal-pyloric-colonic are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments: based on the information provided that negative pressure was not applied to the balloon prior to advancing down the endoscope accessory channel, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During a duodenal dilatation, the physician used a cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic. It was reported [that the balloon] was guided to the stricture in the duodenum and diluted contrast medium was injected into the balloon by applying a specified pressure with an inflator to inflate the balloon, the diluted contrast medium leaked from the connector part. The device was taken out of the patient and the procedure was completed with another hbd-w-8-9-10 [dilation balloon]. There was no reportable information at this time. This device returned and was evaluated on 02may2024. When it was tested water was observed leaking through a small crack in the catheter, the crack is approximately 177.3cm from the distal end [patient end] of the white strain relief [subject of report]. The procedure was completed with another of the same device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.